Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.

Event description:
It was reported that during the procedure to treat a lesion in the left anterior descending (lad) coronary artery, a 014 hi torque (ht) pilot 50, 3cm hj 190 guide wire (gw) was unable to fit through two different standard sized non-abbott introducer sheaths that were connected to a y adaptor, which was connected to another unspecified device that had been inserted inside of the patient. The pilot 50 gw was retracted from each introducer against resistance, both times. The introducer sheaths were each removed from the y adaptor and the pilot 50 gw was able to be directly inserted through the y adaptor without resistance. However, after advancing the gw about 20 to 30cm (but not yet exiting the guiding catheter), green teflon coating material was found to have peeled off the proximal pilot gw and was found inside of the y adaptor. The pilot 50 gw never exited the guiding catheter and it was confirmed that no teflon coating entered patient vasculature at any time. The pilot 50 gw was withdrawn and a new unspecified guide wire was used to complete the procedure. There were no adverse patient effects and no occurrence of a clinically significant delay. No additional information was provided.

Manufacturer narrative:
(B)(4). Visual, dimensional and functional inspections were performed on the returned device. The reported peeled and separated teflon was confirmed although the reported difficult to position and difficult to remove was unable to be confirmed due to the bends and prolapsed tip. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no other incidents from this lot. It was reported that the pilot 50 gw was retracted from the introducer sheath against resistance. It should be noted that the hi-torque pilot instructions for use (IFU) states: do not: push, auger, withdraw, or torque a guide wire that meets resistance. The investigation was unable to determine a conclusive cause for the reported difficulties. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.